Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the internal screws fell off and were missing, and the screws on the bottom panel were missing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the internal screws of the visera 4k uhd camera control unit fell off. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was returned, the phenomenon was reproduced, however, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.